Event description:
In 2007, a thin walled fep ringed gore-tex stretch vascular graft with removable rings (lined) was implanted in the right axillofemoral position of a male. On three and a half months later, the graft was removed, presumably, due to infection and discarded. The investigation is pending and medical records have been requested.

Manufacturer narrative:
A review of the mfg and sterilization paperwork is being conducted.